Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation. It was reported that intra-operatively, the clear cap on the laser diffusing fiber (ldf) continued to turn instead of stopping. This was not noticed during fiber assembly by the scrub and was discovered by the surgeon when inserting the fiber into the catheter. The surgeon was satisfied with the attachment between the fiber and catheter, but noticed that it connected differently than the other cooling laser applicator system used for the other target. The procedure was completed with no delay. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional information: additional information received indicated the lot number previously provided was not accurate. The lot number, UDI, and manufacture date remain unknown. The luer lock was returned to the manufacturer for analysis. Analysis found that the internal threads were worn down or missing not allowing the mating part to secure properly. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.